Manufacturer narrative:
The reported event that the atrial setscrew came out of the device stuck to the wrench tip was confirmed. Analysis revealed the problem was caused by the torque wrench. The hex tip dimensions of the wrench were above the specification in combination with having high rough ridges on the side surfaces of the hex tip. The ridges were digging into the setscrew inset walls so that the wrench tip could not be removed from the setscrew. The setscrew stuck to the wrench tip was then pulled out of the device through the septum when the wrench was removed. This is a torque wrench manufacturing anomaly due to the over-size and unfinished flat sides of the hex tip.

Event description:
During attempted implant, the lead could not be inserted into header of the device due to the set screw loosening. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.